Event description:
It was reported that brake failure occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm rotapro and rotawire were selected for use. During the procedure, the burr was advanced in dynaglide mode, and an attempt was made to start at 180,000 rpm, but brake failure has occurred and the rotawire came out from the inserted position. It was tried three times, but the situation was the same, so the advancer was replaced. The device was removed normally and the procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that brake failure occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm rotapro and rotawire were selected for use. During the procedure, the burr was advanced in dynaglide mode, and an attempt was made to start at 180,000 rpm, but brake failure has occurred and the rotawire came out from the inserted position. It was tried three times, but the situation was the same, so the advancer was replaced. The device was removed normally and the procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the driveshaft (turbine) was corroded. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues. When the rotapro system was connected to the rotapro console, the ablation button was pressed, the device stalled and did not run. Despite device stall during analysis, the brake defeat button was pushed, and the brake was able to engage and disengage properly with the wire without issue or resistance. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected.